Event description:
Event description guidant received information that during pre-implant testing this implantable cardioverter defibrillator (ICD) exhibited a battery status of elective replacement indicator (eri) with a monitoring voltage of 2.56 v. The device was in storage mode. The device was returned to guidant for analysis.